Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# 2951238¿2022-00453.

Event description:
The customer reports during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope and a single use distal cover, upon withdrawal of the scope from the patient, the distal cover fell of the scope and into the patient¿s mouth. The anesthesiologist retrieved the distal cover from the patient¿s mouth. Case with patient identifier (B)(6) reports the distal cover used in the procedure case with patient identifier (B)(6) reports the scope used in the procedure. The device was placed by registered nurse (rn) and inspected by the surgical technologist (st) during set up of scope. The same device was used to complete the procedure. There was no delay reported with the procedure. The patient was under general anesthesia. The device was not serviced by a third party. There was no harm to the patient reported. Three (3) email requests sent to customer for product return and serial number information for model tjf-q190v/ duodenovideoscope with no reply.

Manufacturer narrative:
This report is being updated to provide investigation findings. The device history record (DHR) for the complaint device could not be reviewed since the serial number was not provided. Olympus does not ship any device that does not meet all design and safety specifications. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: precautions: - never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. Never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover and the endoscope. These products may cause cracks of the single use distal cover. If a single use distal cover with cracks is used, it may cause thermal injury due to electric current leaks when high-frequency cauterization treatment is performed. Conclusion: the definitive root cause of the reported event could not be determined. Based on review of similar reported events, possible causes can include: a) the distal cover was inappropriately attached. B) the cover had crack and/or pinhole. C) chemical solutions such as anti-fog agent adhered to the distal cover, which caused breakage of the cover.